Event description:
It was reported that this pacemaker was behaving in a manner consistent with premature battery depletion (pbd). Subsequently, the device was explanted, and a new device implanted. No adverse patients effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.